Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) did not inflate the cylinders. Upon evaluation, fluid loss from the device was observed. The ipp was subsequently explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4: concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) did not inflate the cylinders. Upon evaluation, fluid loss from the device was observed. The ipp was subsequently explanted and replaced. No patient complications were reported.